Event description:
This spontaneous report was received on(B)(6) 2013 from a regulatory authority (FDA, united states) reporting on a female consumer (age unspecified) from the united states. On (B)(6) 2011, the consumer used o.b. Unspecified, vaginally, before going to bed, for menstruation (frequency, lot number and expiration date unspecified). On the next day, in the morning, following the removal of the device, she noticed that, the string was no longer attached to the device. This report had no adverse event. Action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Valid lot number was not provided and returned sample was not received. A review of manufacturing or facility issues and related product or process changes was performed and there was no evidence to support that the issues or changes were related to the reported defect. Based on the investigation results, no adverse trend was identified for the associated complaint and no assignable cause was identified. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a regulatory authority ((B)(4), united states) reporting on a female consumer (age unspecified) from the united states. On (B)(6) 2011, the consumer used o.b. Unspecified, vaginally, before going to bed, for menstruation (frequency, lot number and expiration date unspecified). On the next day, in the morning, following the removal of the device, she noticed that, the string was no longer attached to the device. This report had no adverse event. Action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.